Event description:
It was reported that the patient was experiencing severe pain after the trial procedure. The patient underwent an early lead pull procedure and was doing well post-operatively. The explanted leads were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7183515.